Manufacturer narrative:
(B)(4). This report was filed by the MFR. Device not received, log review only. The root cause of the customer's experience of the secondary infusion of cisplatin dropping spontaneously from 999ml/hr to 108ml/hr with a vtbi of 30ml. At 1:30pm the user programmed a secondary infusion of cisplatin 78mg in 1000ml to run for 10 hours, making the rate 108ml/hr with a vtbi of 1078ml. The user selected yes to the guardrails warning "rate is below limit of 500mghr. Proceed?" The infusion started. Approx 39 minutes later, the user changed the rate pf the secondary to 999ml/hr and the infusion completed at 3:17pm, transitioning to the primary infusion running at a rate of 100ml/hr. The root cause of the customer's report of concurrent flow was not identified. Concurrent flow cannot be determined by the pcu event log.

Event description:
Customer reported an underinfusion of chemotherapy. Cisplatin secondary infusing at a rate of 999ml/hr spontaneously dropped to 108ml/hr after 30 minutes of the infusion. Additionally, the customer reported concurrent flow from the kvo primary bag. No pt harm or medical intervention was reported. No add'l info was provided.